Event description:
Customer recently purchased another camino icp monitor, and was waiting for the integra sales representative to assemble and inspect the unit before sending to the customer's biomedical engineering department for checks. Upon unpacking the unit, the sales representative noticed the sound of multiple screws rolling around inside the machine. Although the unit has turned on and was technically functional, they did not know what¿s loose on the inside of the camino. There was no patient involvement.

Manufacturer narrative:
Investigation completed 5/31/17. Method: device history review. Trend analysis. Failure analysis. The DHR was reviewed and no anomalies that could be associated with the complaint incident were observed. Date of manufacture: 2017 - jan. A review of the customer complaints was competed using the following key words noise/sound coming from inside monitor¿ in the search criteria. The review encompassed dates 15-may-16 to 15-may -17. There are 4 complaints which contained the search criteria. Additionally, the review verified that this complaint is the single complaint occurrence for the serial number under investigation for this complaint. Rate of occurrence: during the time period ¿jun 16 to may 17¿, the global product usage for cam02 monitors was calculated as (B)(4) usages, using the total quantity of cam02 monitor catheter sales sold to calculate the quantity of usages. 1 catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints in the complaint review (4) can therefore be calculated as (B)(4) (occasional) of procedures. Failure analysis evaluation verified the complaint as valid; the unit was removed from its packaging and loose screws were identified packed loosely with the monitor. In addition, when the unit was moved (lightly shook) some items were heard loose inside the unit. The rear enclosure was removed from the unit and 2 screws and 1 flat washer was observed loose in the monitor enclosure. Upon further inspection of the internals of the monitor it was discovered that the icp sensor board was missing 2 screws and their accompanying washers. Conclusion: the complaint was verified as valid; the cause was verified as a missing screw from the sensor board.